Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that no pacing and a lead fracture were noted on the right atrial (ra) lead. The patient also queried if the apparent lead fracture will prevent them having an magnetic resonance imaging (MRI). The ra lead remains in use. No patient complications have been reported as a result of this event.